Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed out of range shock impedances. A commanded shock was completed for this patient to identify the real shock impedances and within range measurements were observed. Origins for this impedance values were discussed. It was suspected to be due to calcification around the high voltage coils. Clinic will be following the patient to see if there is a further increase in impedance. No changes for now. No additional adverse patient effects were reported.